Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for a central vein lesion (soft tissue) on the right side using two drug coated balloons sbi08006013p 08.00 l060 ul1300 ous during a percutaneous transluminal angioplasty procedure. Degree of tortuosity was little. Degree of calcification was none. No abnormalities in anatomy were noted. The procedure was completed without resistance or excessive force. Embolic protection was not used. Recoil was observed four months after use. The patient presented with vessel occlusion and restenosis related to the target vessel, which required intervention. The event was treated with batch 0012732692.